Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the stimulation increased by itself which caused the patient to lose balance and fall. It was also reported that the patient had a strained muscle. X-ray was taken and confirmed that leads and ipg did not move. The bsn representative analyzed the database which revealed that around the time of complaint, the stimulation settings did not increase by itself and the device is working as expected. The physician assessed the muscle strain and noted that there was an inflammation of the muscle. The patient will undergo trigger point injections. Upon follow-up, the patient was reportedly doing better with the pain.

Manufacturer narrative:
Additional information was received that the patient had trigger point injections for his muscular pain and confirmed that it had helped with the pain.

Event description:
A report was received that the stimulation increased by itself which caused the patient to lose balance and fall. It was also reported that the patient had a strained muscle. X-ray was taken and confirmed that leads and ipg did not move. The bsn representative analyzed the database which revealed that around the time of complaint, the stimulation settings did not increase by itself and the device is working as expected. The physician assessed the muscle strain and noted that there was an inflammation of the muscle. The patient will undergo trigger point injections. Upon follow-up the patient was reportedly doing better with the pain.